Event description:
It was reported that this lead was implanted on a patient along with another lead of the different model and a single chamber implantable cardloverter defibrillator (ICD). One of the leads is being used off label in the azygous vein and a portion of both leads is plugged into the ICD. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).